Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter occlusion and perforation of ivc, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded and the struts perforated the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later, computed tomography (CT) revealed that no definite evidence for acute pulmonary embolism. Diffuse acute thrombosis from bilateral common veins to the lower inferior vena cava below the filter. Approximately five months later, venogram revealed showed thrombotic occlusion of the filter with large thrombus above the filter. The patient experienced acute onset of abdominal pain. Approximately three years and seven months later, computed tomography (CT) revealed the filter was located approximately 3.1 cm below the level of renal vein. There was perforation of the wall of the inferior vena cava by the struts of the filter. Perforation exists into the aorta and mesentery. Two of the struts perforated into the aorta. Three other anterior right lateral struts perforated into the mesentery. There was no filter tilt, and fracture. No thrombus in the inferior vena cava. Therefore the investigation is confirmed for occlusion of the inferior vena cava filter and perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2013), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded and the struts perforated the wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.